Manufacturer narrative:
(B)(4). At the time of this report, the patient¿s course of antibiotic treatment for the peritonitis was ongoing, the patient¿s peritoneal dialysis (pd) effluent was clear, the patient was recovering from the event, and the patient was reportedly ¿doing well¿. On an unreported date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with fortum, 1 gram; vancomycin 2 grams; tobramycin 40 mg; heparin 0.5 ml (frequencies, routes and durations were not reported). The patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.